Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system starting 0:00. After reviewing the log file fse found that there is a malfunctioning grabber cards. The fse confirmed a failure of the frame grabber card in the flex vision pc. The frame grabber captures the video from the allura system. The fse found the graphics board of control unit failed and caused an error. The fse replaced the flex vision pc. After replacement of the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device would not start up, stalling at 00:00. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the flexvision pc and hard disk was replaced, the system was returned to use in good working order.